Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 3ml syringe experienced 4 cases of scale marking issues, and 2 cases of loose stoppers. The following information was provided by the initial reporter: 4 syringes with poor printing, 2 plunger without rubber.

Manufacturer narrative:
H6: investigation summary: six loose 3ml syringes (p/n 301073) were received. The samples were visually evaluated. Two of the samples were missing their stoppers. Four of the samples had a small scuff located by the flange outside the print area and an extremely skewed scale. Additionally, 1/2 of the scale was missing due to the extreme skew of the scale. The observed conditions were non-conforming per product specification. Potential root cause for the missing stopper defect is associated with the assembly process. Potential root cause for the barrel damage, skewed scale, and missing print defects is associated with the marking process. It is possible that the damage was caused by improper infeed into the load wheels. This in turn resulted in the skewed scale and missing print defects. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0254629 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ 3ml syringe experienced 4 cases of scale marking issues, and 2 cases of loose stoppers. The following information was provided by the initial reporter: 4 syringes with poor printing, 2 plunger without rubber.